Event description:
It was reported that during a gastrectomy procedure, the device stopped working. The instrument was used a total of 30-40 seconds, prior to instrument failure indication occurring on the generator. A burned plastic smell was detected from the device and suspects some kind of short-circuit. The procedure was completed using monopolar diathermy. No pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis results found that was rec'd with the blade discolored (burnt) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area). This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.